Event description:
Patient presented to ER with abdominal pain, found she had bowel obstruction, infection and adhesions. Mesh was explanted, about 1 foot of small intestine and 1/2 foot of large intestine were also removed.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.